Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose level. The customer's blood glucose level at the time of incident was 20mg/dl. The customer's most current level was 108mg/dl. The customer was treated at the hospital for the lows. Troubleshoot was unable to be done at the time of call due to customer not having pump or supplies on hand in order to troubleshoot. The customer would be calling back at a later time.